Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had an estimated longevity of 5.5 years having been implanted for 2.5 years. The physician inquired if the estimated longevity was expected for this device. The field representative noted that the longevity simulator provided a calculated longevity of 10.3 years. The field representative inquired why there would be a difference. Boston scientific technical services (ts) noted that there were no battery advisories on this device and that the most common cause of reduced longevity when programming appears normal is high atrial rates. Ts requested a copy of the device's memory to analyze the battery depletion. New information received, indicates that the device remains in service.